Event description:
It was reported that while performing cybersecurity upgrade on the device, it went into back up vvi mode. Another attempt was made but received the same results.

Manufacturer narrative:
The reported event of backup vvi (bvvi) was confirmed in the laboratory and was due to telemetry logical channel open, authentication failure from telemetry interruption. The device was tested on the bench and using automated test equipment, and no anomalies were found.